Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring the c3 delivery system. The iliac arteries were small, measuring 6-7 mm. The aneurysm was excluded; however, the left external iliac artery was torn upon removing the 20 fr gore dryseal sheath. The left external iliac artery and left common iliac artery were ligated and a femoral-to-femoral crossover was performed. Total blood loss was about 1 liter. The pt tolerated the procedure well.

Manufacturer narrative:
Device lot/serial number is not available to conduct a mfg records review. A mfg records review was not conducted. The sizing table of the gore dryseal sheath instructions for use specifies that the 20 fr sheath has a minimum inner diameter (ID) of 6.8 mm and a nominal outer diameter (od) of 7.5 mm. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. Adverse events that may occur include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), blood loss, and death.